Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 380-428 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump and changed pump supplies to address bg. Tandem clinical support called paramedics to assist customer due to blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Recommendation was made to consult with a healthcare provider regarding diabetes management.